Event description:
It was reported that during the implant procedure, the physician attempted to place the lead into the header of the device, but it would not advance into the pin connector. The lead was removed and it was observed that the setscrew had advanced fully into the bore of the connector block. An attempt was made to reverse out the setscrew but it was not possible. A new device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. No anomalies were found. It was noted the set screw was in the connector bore.